Manufacturer narrative:
(B)(4). Date sent: 03/03/2023 d4: batch # 458a95 investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the tx30g device arrived with no apparent damage, with the closing trigger partially opened and with a reload loaded on the device. The reload was received fully fired. The device was tested for functionality with a test reload and it fired and formed all the staples as intended. The staple line was complete, and the staples meet the staple form release criteria. However, the firing trigger was not completely returned to home position after firing. The device was disassembled to verify the internal components and the spring firing bar return was noted to be loose inside of the device. This defect has been correlated to a manufacturing process. A manufacturing record evaluation was performed for the finished device batch number 458a95, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested, and the following was received: was the device locked on tissue with the jaws closed? We could not the information about that. If yes, how was the device removed/open? When we get the information, we will update it. Did the device eventually open? When we get the information, we will update it. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during an open anterior resection, the jaws did not open after 2nd firing. Another device was used to complete the case. There were no adverse consequences to the patient. There was no change in procedure. No further information is available.